Manufacturer narrative:
The event occurred at (B)(6). (B)(4). Approximate age of device ¿ 36 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level and plasma free hemoglobin levels were high and pump parameters were not stable. The surgeons decided to explant the pump on (B)(6) 2017. The patient is currently on a temporary centrifugal pump. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 1.25 inches from the pump housing and the distal portion of the driveline was returned in two segments. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup and inlet bearing ball, both of which were pulled out of their bores during disassembly of the pump. This thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the it developed on the inlet bearing cup and inlet bearing ball over an undetermined amount of time while the device was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed depositions loosely seated between the outlet bearing ball and two of the outlet stator blades. These depositions were not adhered and did not show any evidence of lamination. The origin of these depositions could not be determined; however, their areas of denaturation suggest that they were present while the device was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.